Manufacturer narrative:
The customer reported that their device displayed spo2 of 80 to 90 on an expired pt. The customer was not sure if the sensor was still on the pt. There was no resuscitation attempt. There was no allegation or indication that the monitor was a factor in the death and no indication that the monitor alarm function was active for this pt. Philips personnel as well as the hospital biomedical engineer performed a self-test, ran a demo, and checked the spo2. The error log was also checked and there were no errors present; all tests passed. Based on the available info, no device malfunction was determined and the customer did not claim that the device was a contributing factor. Note, from device labeling (IFU), that with pulse oximetry, sensor movement, ambient light (especially strobe lights or flashing lights) or electromagnetic interference can give unexpected as well as intermittent readings when the sensor is not attached to a pt. This complaint has been evaluated and did not contribute to a death or serious injury. The troubleshooting and repair that has already been done by the philips personnel/customer is considered as all that is warranted for this malfunction. The available info supports that there is no known health risk for the pt or users. Additionally, the available info from this report does not support that this failure represents a systemic, design, or labeling problem. The product remains at the customer site. No further investigation or action is warranted.

Event description:
The customer reported that their device displayed spo2 of 80 to 90 on an expired pt.